Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3005334138-2020-00200, 3005334138-2020-00201, 3008452825-2020-00252, 2182269-2020-00048. Two days following an ablation procedure, the patient developed a cerebrovascular accident. The circumferential four pulmonary vein isolation and cavotricuspid isthmus ablation procedure was performed on (B)(6) 2020 with no reported issues. The patient was anticoagulated during the procedure with an active clotting time value of greater than 300, and there were no performance issues with any abbott device. On (B)(6) 2020 a head CT and MRI were performed, revealing an acute-to-subacute cerebral infarction over the right frontal and temporal opercula region. It was suspected that there was a thrombus in the cortical bifurcation of the inferior segment of the right middle cerebral artery (mca). The patient was hospitalized for IV fluids and anticoagulants, remaining in stable condition. A repeat head CT revealed no intracranial hemorrhage and the patient was discharged on (B)(6) 2020 with no residual neurological deficits.